Event description:
It was reported that revision surgery was performed due to loosening of the femoral component. Intraoperatively it was noted that the hinge joint had become immobile. Femoral component and insert were exchanged.

Manufacturer narrative:
A revision surgery of a rt-plus modular femoral component was reported following a loosening of the femoral component. Intraoperatively it was detected that the hinge joint was stiff. The femoral component, including the stem and blocks and the insert, used in treatment, was returned for investigation. The hinge joint is confirmed to be stiff. Wear of the components can be observed on the femoral condyles and on the surface of the insert. The joint rod shows signs of hyperextension of the implant system. The joint rod might be stiff due cement which is causing friction at the interface of hinge and condyles. Without performing a destructive analysis of the returned explants, no thorough investigation into the cause of the reported issue is possible. The batch number is covered with bone cement and cannot be read, however the chart sticks, containing the implant information were returned. A review of the production documentation was performed. There are no indication that the femoral component failed to match specification at the time of manufacturing. Furthermore, no complaint was reported for the batch in scope. The reported issue is covered through our risk management files. The IFU (lit. No. 12.24, ed 07/10) lists loosening and inadequate mobility as a possible side effects. A medical assessment was performed. It was concluded that the wear on the femoral condyles and on the surface of the insert are consistent with what could occur with the amount of cement needed to secure the stemmed femoral component. Although the clinical root cause of the reported joint stiffness cannot be confirmed, the noted cement cannot be ruled out as a contributing factor to the reported joint rod stiffness and subsequent revision. It cannot be concluded that the reported event was associated with a mal-performance of the implant. There are no further actions taken. Smith and nephew will monitor this device for further similar issues. The devices will be retained.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to femoral joint rod immobile immediately after opening. Femoral component and insert were exchanged.